Event description:
The device was being used to monitor a pt and the reporter allegedly observed a "flatline" on the display screen, accompanied by a connect electrodes message. A backup device was used to continue treatment, reportedly using the same ECG electrodes. There were no adverse effects to the pt as a result of the reported malfunction.